Manufacturer narrative:
Investigation summary: no pictures or samples are available for investigation. Retained samples cannot be taken as no lot is available. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Leakage test is performed according to pc-226 to ensure the quality of the membrane. Positive pressure test is performed according to pc-225 to ensure the quality of the sealing. Note that when injector is connected to the distal end of an infusion line for long term infusion, total activation time of injector in connector should not exceed 4 hours according to the instructions explained in the IFU (dgp 100 rev. 04.) The root cause cannot be confirmed taking into account the information available.

Event description:
It was reported that a bd¿ injector luer lock n35 leaked at the female connector after disconnection. The following information was provided by the initial reporter: ¿ just wanted to make you aware that we had another patient receiving 24-hour chemo infusion that we experienced leaking from the female connector after disconnection. The rn pulled back on the pha-seal to deactivate, waiting 10 seconds then fully disconnected the pha-seal to prepare for the next chemo bag to hang. The rn reported that fluid was ¿pouring¿ out of the female connector. This was the short (grey) female connector that we have now switched to using with our IV tubing. This was also one of my oncology rn¿s that you had in-serviced while here."

Manufacturer narrative:
Additional contact phone #: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ injector luer lock n35 leaked at the female connector after disconnection. The following information was provided by the initial reporter: ¿just wanted to make you aware that we had another patient receiving 24-hour chemo infusion that we experienced leaking from the female connector after disconnection. The rn pulled back on the pha-seal to deactivate, waiting 10 seconds then fully disconnected the pha-seal to prepare for the next chemo bag to hang. The rn reported that fluid was ¿pouring¿ out of the female connector. This was the short (grey) female connector that we have now switched to using with our IV tubing. This was also one of my oncology rn¿s that you had in-serviced while here."